Event description:
Additional information received indicated that upon detailed review, after the operation on april 22, the patient visited the hospital on may 26 due to a fever. Initial findings suggested pneumonia and cystitis as possible causes. Treatment was provided, and the patient's condition showed signs of improvement. However, mrsa was detected in the pump and the posterior pocket, leading to the removal of the pump and all related devices. Subsequent test results for cerebrospinal fluid wbc levels were as follows: may 30 - 538/ml, june 9 - 10/ml, june 16 - 40/ml, june 23 - 132/ml, july 7 - 4/ml, and august 13 - 3/ml. Following the removal of the pump and other devices, the condition improved rapidly, and the patient was successfully discharged on august 25. The adverse event reported was a back pocket and pump pocket infection. Additional information received indicated that the pump and catheter were discarded and would not be returned. The infection and sepsis resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at 75 ug via an implantable pump for hypoxic-ischemic encephalopathy and quadriplegia. It was stated that the patient experienced a back pocket infection in early (B)(6) 2025. On (B)(6) 2025 a new operation was performed on the patient's back pocket and sepsis was suspected due to an infection, so the pump and catheter were all removed. The attending physician commented that the infection from the wound closure in the back pocket was believed to have been the cause. Currently, it was reported that there was a recovery trend due to antibiotic treatment. The pump and catheter were implanted on (B)(6) 2025 and explanted on (B)(6) 2025.